Event description:
Adverse event(s): ¿no impact was reported¿ (no consequences or impact to patient). Product problem(s): ¿blue fluffs in the eye¿ (foreign material present in device). The customer (surgeon) reported: blue fluffs got into patient¿s eyes. The fluffs were removed during the procedure. No impact was reported. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B)(4) when additional reportable information becomes available. (B)(4) .